Event description:
Pt overdosed on insulin due to defective test strips - bg reading of 588 continued retesting with consistently high readings even when another non diabetic pt was tested. Dose, frequency & route used: use as directed. Diagnosis or reason for use: diabetes. Event abated after use: yes. Event reappeared after reintroduction: yes.